Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained lioresal at a concentration of 200 mcg/ml with a dose of 100 mcg/day. It was reported by a friend or family member the patient did not have their medicine pump. It was removed due to infection at time of surgery. Additional information received from a health care provider (hcp) reported that the patient first started exhibiting signs of an infection in (B)(6) 2011. The patient¿s mother stated the incision wasn¿t looking any better, and they were concerned the infection hadn¿t gone away. The patient had a poorly healing wound. The patient continued to take omnicef. The pump was infected, and it was a patient issue. The infection was observed post-operation. Symptoms the patient experienced included redness, swelling, and draining; the incision was red and inflamed, and the patient felt hot when others did not. Due to the placement of the patient¿s initial incision over the dome of the pump, the poor skin integrity, and the fact that the patient¿s diaper rode up over her incision, the patient had early wound breakdown with no room for wound revision. The fluid around the pump was clear serous fluid, but due to a history of (B)(6), the patient was placed on septra. On (B)(6) 2011 a wound revision was per formed. A small part of the wound had started to pull a part. The patient was given 1 gram of ancef intravenously. Bovie electrocautery was used to resect the remainder of the nonviable tissue. The wound was irrigated with 2 l of antibiotic solution. The fluid in the open wound was slightly xanthochromic, but did not appear to have any turbidity or purulence. There were two other smaller areas of the wound that did not look completely healthy, but had not dehisced. The wound was closed, and the patient was extubated and transported to the recovery room in stable post anesthetic state. On postoperative follow-up, it was noted the patient had some leakage from her wound. She was placed on septra again due to a positive operative culture. The patient¿s mother decided to not have the wound revised right away even thought it was still leaking. The patient returned the next week with the wound looking worse; a wound revision was performed on (B)(6) 2012. The spot leaking around the stitch wounds was angry red and swollen. The tissue was extremely thin and very friable. Purulent material came out of the incision during revision. The pump was noted to be completely encased in thick, yellow, purulent material. With that much gross infection, it was certain there was no way to salvage the pump; some of the purulent material was scraped off and placed in a culture tube. The pump was removed without difficulty. The lumbar catheter was tied off and divided, and the pump was completely removed from the wound. The wound was irrigated with copious amounts of antibiotic irrigation, scraped free with curettes and periosteal elevators. The wound appeared to be clean and free of purulent material at the end of the procedure. Due to the grossly infected nature, it was felt that the intrathecal catheter should be removed as well. Bovie electrocautery was used to open the soft tissue overlying the catheter. Encased around the catheter superficially was more purulent material. The fascia was opened around the catheter and it was observed that the purulent material did not seem to traverse the fascia and stopped in the subcutaneous fat. The catheter was removed without difficulty; wounds were irrigated with copious amounts of antibiotic irrigation. The patient was extubated and transported to the recovery room in stable post anesthetic state. Patient medical history includes traumatic brain injury secondary to shaken baby syndrome, cerebral palsy with associated total body spasticity, hydrocephalus, seizures, chronic lung disease/asthma, recurrent pneumonia/aspiration pneumonia, history of respiratory failure, seasonal allergies, dysphagia with g-tube dependent feeds, possible hip dysplasia, tolerates omnicef well (less diarrhea than augmentin), gets pureed foods through g-tub along with pediasure. Surgical history includes ventriculoperitoneal shunt, gastrostomy tube, and tracheostomy status-post decannulation. The patient had difficulty remembering brain damage, and had loss of vision. The patient had gait and used a wheelchair; and the patient¿s level of consciousness was neurologically devastated. Medications that patient had taken include afos dx, cp r<(>&<)> l, astepro spray, klonopin, epipen, zyrtec, mucomyst, albuterol solution, multivitamin, fluticasone nasal spray, duoneb solution, oxygen, pulmcort, dantrolene, robinul, dulera aerosol, speech therapy evaluation and treatment, and omnicef powder. Allergies include gentamicin and vancomycin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.